Event description:
It was reported that 3 weeks after a routine pump replacement procedure, the patient had the pump removed due to an infection. At the time, they were unable to replace the pump due to the infection. The patient currently did not have a pump implanted. The patient¿s friend/family member was looking for a new physician to implant a pump and manage it.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).